Event description:
A patient reported experiencing inaccurate erratic resuts with an otp meter. The patient's blood glucose results were 102, 259mg/dl. Tests were done within 10 minutes with a difference of 77%. Patient did not experience any adverse events. No further information has been reported.